Manufacturer narrative:
(B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that six infusions set cannula was kinked occurs within few hours of use. Infusion set was placed in leg and abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.